Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow graft and the outflow graft bend relief were returned. The outflow graft was cut approximately 1 inch and 4 inches from the outflow graft attachment. A bend relief collar was returned detached from the pump. The outlet elbow was returned attached to the pump. Examination of the proximal side of the outlet stator revealed a red and white, non-laminated thrombus situated adjacent to the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. The observed thrombus would have contributed to the reported elevated ldh. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a pump exchange due to suspected pump thrombus. It was also reported that the patient had a therapeutic inr (international normalized ratio) and there were no other factors that may have contributed to the suspected thrombus but there were no diagnostic tests to confirm thrombus. The patient had increased lactate dehydrogenase (ldh) over 900 and had bivalirudin infusion for 2 weeks with no drop in ldh. The patient was admitted to the intensive care unit and at time of reported event was still there.